Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had severely worn display window and cracked reservoir tube lip window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 180 mg/dl. Customer stated that prime program does not work well for using and the act button does not work. Customer was advised that pump needs to be replaced.